Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 01/17/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
This supplement is part of our retrospective 2024 complaint remediation. The pump was returned and tested: the pump's event log was pulled as part of the investigation and upon review it was noted that there was no evidence abrupt power off found in the log, as reported by the end user. An abrupt power off can normally be seen in the event log by the "log_event_on" code without an "log_event_off" code before it, which means that the pump had to be powered on without being powered off prior and had turned off on it's own. The pump's event log that was pulled will be attached, "sn (B)(6)". An infusion could not be ran on the pump for further evaluation due to the pump's housing being completely broken where the metal rod connects to the pump. One side of the metal rod has detached from the rest of the pump itself, which prevents an IV cassette from being attached to the pump. An image will be attached, "(B)(6) damage". Upon further investigation there were no loose connections or components inside of the device. Functional testing did not confirm the reported condition and was not duplicated during testing. Reported issue not found, device does not meet specification. Further investigation of this pump is excluded as the failure mode for this device has been previously investigated through product CAPA it2023-15 and this product has been removed from the market under recall z- 1285-2024. Functional testing confirmed the reported condition but was not duplicated during testing. The cause remains undetermined. Reference to complaint# (B)(4).